Manufacturer narrative:
The evaluation is in progress. We are waiting for additional information from distributor. Devices under evaluation.

Event description:
Optical fibers have problems and return for inspection. No adverse effects on patient were reported.

Manufacturer narrative:
The problem could be traced due to a component failure, but it was not possible to determine the root cause due to missing information. We are unaware about patient injury.

Event description:
Optical fibers have problems and return for inspection. No adverse effects on patient were reported.